Event description:
Implant surgeon informed sales rep that during t2 femur operation the reduction spoon suddenly broke into two pieces.

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.